Event description:
Customer reported unexpected positive reactions (grainy) with anti-a(murine monoclonal) series 1, lot #101676, exp. 7/18/09 when testing with b cells, lot #113638, exp. 4/04/08 during daily qc.

Manufacturer narrative:
Hemagglutination tube testing was performed with retention anti-a, lot 101676, using retention a1 referencells, lot 111638, and b referencells, lot 113638. Cell #20 from retention panocell-20, lot 04478, was used as o cell. All products performed as expected.hemagglutination tube testing was performed with returned anti-a, lot 101676, using returned and retention a1 referencells, lot 111638, and b referencells, lot 113638. Cell #20 from retention panocell-20, lot 04478, was used as o cell. All products performed as expected.